Manufacturer narrative:
A2 - age at time of event: 18 years or older. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery (sfa), indicating that the patient had challenging anatomy due to calcification. A 5.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. During the initial inflation at 8 atmospheres for approximately 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure.